Event description:
Event description guidant received information during a routine follow-up and upon review of electrograms, that this right ventricular lead was unable to capture the myocardium when this pacemaker dependent patient lied on their right side. The patient was noted to be asymptomatic. With the patient lying on their back, pacing therapy was appropriately delivered and all lead measurements were within normal limits. When the patient returned to the right side to attempt to reproduce the loss of therapy condition, this lead displayed a high ohms impedance measurement. Later, during an invasive follow-up procedure, a lead fracture was visually confirmed. It was also noted that the pacemaker had migrated to a lower position within the pocket, which may have resulted in increased tension on the lead.